Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. The petient had undergone an ablation procedure recently. A firmware download restored normal device function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicated that on 3/5/2015, the patient was seen in clinic following another ablation procedure. The device exhibited a diagnostic anomaly. A firmware download restored normal device function.